Event description:
A site staff member reported, to a medtronic representative, a comment regarding an inaccuracy that was overheard in a doctor's conversation. The doctor alleged the navigation system was inaccurate. There was no specific patient demographic information, exact date of the procedure in question or the name of the doctor provided. No harm to any patient related to the use of this navigation system has been reported.

Manufacturer narrative:
Patient information was unavailable from the site as this information was relayed through a site staff member pertaining to doctor's conversation that was overheard. Event date is approximate as no specific date could be provided by the site representative that reported the concern to a medtronic representative. A medtronic representative, following-up at the site, reported that site staff stated that a couple of doctors had commented that their accuracy has not been the best with the fusion navigation system lately. The comment was repeated that the doctors were usually accurate initially in surgery, then later in the procedure the accuracy was off. The site staff member(s) did not provide specific case details. The medtronic representative attended three additional procedures, all with no issues. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. No parts have been returned to manufacturer for analysis.